Manufacturer narrative:
Device return evaluation was completed . The customer reported issue of "leak report" was confirmed. Device evaluation found holes in the curved rubber part of the unit causing leakage (watertighness not maintained due to holes). In addition, it was found that the adhesive part of the device objective lens is peeling off. Furthermore, the following inspection findings during evaluation were noted below: the bending angle is insufficient due to the elongation of the angle wire. The curved rubber adhesive part is missing. The operating part angle fixing part is loose. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the up/down (ud) plate due to external factors. Scratches are found on the nigiri cover due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the lg connector due to external factors. Scratches on the lg cover glass surface due to external factors observed. Scratches are found on the video connector case due to external factors. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported stated with an issue of " leak report". The problem found during an unknown event . There was no patient harm, no user injury reported as a result of the reported issue. Device return evaluation found the adhesive part of the device objective lens has come off. This report is being submitted for the peeled adhesive part of the device objective lens found during device evaluation .

Manufacturer narrative:
Correction: d5 - healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.